Event description:
Healthcare professional reported rupture and cysts, confirmed via ultrasound. This record is for left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed as inconclusive. Cyst: unable to observe since it is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture and cysts, confirmed via ultrasound. This record is for left side. Device has been explanted.